Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06808. It was reported that during a device replaced for eri, oversensing of noise were noted on both the right atrial and right ventricular leads on the egm channels. The ra and rv leads were capped and replaced on (B)(6) 2019. Patient was stable.